Manufacturer narrative:
The root cause of vascular damage peripheral vessel cannot be determined since the product was not returned and insufficient clinical details were provided.

Event description:
It was reported that a patient implanted with an impella cp experienced a gastrointestinal bleed. Heparin was withheld. Later, care was withdrawn and the patient expired.